Event description:
It was reported by the sales rep that the device was used during a surgical procedure. The device was fired using 3 reloads of tr45b, two firing on each side on uterus. Care completed without complication. Pt's pressure and saturation level began to decrease during the day. The pt was brought back to operating room 12 hours after the procedure for a laparotomy to suture the uterine artery.